Event description:
The mityvac remained "stuck" on the infants head even after the suction handle had been deflated and ultimately removed from the tubing. After delivery, the mityvac had to be pried off the head of the infant. No permanent harm to infant.